Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with tlh/bso due to uterovaginal cuff prolapse (grade 3), bladder prolapse (grade 3), grade 3 rectocele, enterocele, and complete bilateral paravaginal detachment. Following insertion, the patient experienced pain, erosion, infection, recurrence, bowel problems, and bleeding. On (B)(6) 2007, the patient underwent exploratory laparotomy with mesh removal, and vaginal cuff suspension due to granulation tissue. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and boston scientific repliform and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.